Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead had outer insulation failure, noise, dislodgement, oversensing, unstable threshold, no capture and positioning difficulties. The lead was capped. No patient complications were reported as a result of this event.